Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, the pump settings were intermittently erased from the pump, and needed to be re-entered for the pump to be used. Additionally, the date on the pump was observed to be incorrect. The customer's blood glucose (bg) ranged from approximately 300-400 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged charging issue and time setting issue were verified; however, the history data issue could not be verified.